Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was crushed at 35.0cm to 35.4cm from the distal tip and the outer coil was fractured. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.